Manufacturer narrative:
Investigation evaluation: our evaluation of the returned device confirmed the report. The balloon was inflated with a 60cc syringe and an inflation handle. There were two streams of water observed exiting the balloon. There was one pinhole near the proximal end of the balloon and one pinhole near the middle of the balloon. The balloon not hold pressure in this condition. A product-specific discrepancy that could have caused or contributed to this observation was not observed during our laboratory analysis. The device history record for the lot number said to be involved was reviewed. A discrepancy or anomaly was not observed with the product that was released for distribution. Investigation conclusions: a definitive cause for this observation could not be determined because the actual use conditions could not be duplicated in the laboratory setting. Due to a variety of clinical conditions such as patient anatomy, endoscope position or progression of disease state, we could not reproduce the actual conditions of product usage during our laboratory analysis. This limits our ability to conclusively determine a cause. A possible contributing factor to balloon material failure is inadequate lubrication of the balloon with a lubricating agent. Another possible contributing factor is using a compromised inflation device to inflate the balloon. If the pressure reading of the inflation device is inaccurate, this could contribute to over inflation, possibly resulting in a failure of the balloon material. Prior to distribution, all hercules 3 stage esophageal balloons are subjected to a visual inspection and functional testing to ensure device integrity. A review of the device history record confirmed that the lot said to be involved met all manufacturing requirements prior to shipment. Corrective action: corrective action is not warranted at this time based on the quality engineering risk assessment. Quality assurance will continue to monitor for complaint trends and reassess the risk assessment results as post market feedback continues to become available.

Event description:
During an endoscopy procedure to dilate an esophageal stricture, a cook hercules 3 stage balloon esophageal was used. The balloon was dilated once without a problem, but the balloon popped when a second dilation was attempted. A section of the device did not remain inside the patient's body. The patient did not require any additional procedures due to this occurrence. According to the initial reporter, the patient did not experience any adverse effects due to this occurrence.